Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad is torn over the up arrow and the brass button is exposed. The patient stated that she needed to press extra hard to get the up arrow button to respond. The other keypad buttons are responsive. She noted that the problem began about one month ago, the torn area has gotten larger over time, and she is unsure how the tear began. The patient reported that she does not expose the pump to water or cleaning solvents, she wears the pump with a clip, and she uses the finger pad to press the buttons. She stated that she feels the up arrow button click and spring back sometimes but not always. The patient confirmed that the pump is usable with monitoring of the button presses.